Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvb13) was returned for investigation. Visual inspection of the as returned products identified that the device was fractured. Additionally, there were bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. No pre-existing conditions were noted. The reported device had been placed on tooth #11 (universal) for an unknown amount of time. X-ray or picture images were not provided. DHR review could not be performed since the lot reference number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (tsvb13) was performed for similar events and no complaint about nonconforming products was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvb13) was removed due to implant fracture at tooth location 11. Site was bone grafted.